Event description:
Have used amo complete moisture plus mp solution for 1 1/2 years - have experienced blurriness and glare sensitivity issues over last three-four months, particularly in work office. Not knowing the cause, have had lights at office changed to no avail. Per the voluntary amo recall, I will no longer use my lenses, lens case and remaining solution. Calling eye care provider asap. Used in 2006 and in 2007, twice daily.